Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device tipped over, which caused damage to the display. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report that the device tipped over, which caused damage to the display. The customer also noted that the display operated as intended after it was replaced with a known working one. The remote service engineer (rse) provided the customer with the part number of the replacement user interface (ui) assembly for repair.

Manufacturer narrative:
The customer called technical support to report that the device tipped over, which caused damage to the display. The customer also noted that the display operated as intended after it was replaced with a known working one. The remote service engineer (rse) provided the customer with the part number of the replacement user interface (ui) assembly for repair. Per good faith effort (gfe) response, the biomedical engineer (bme) stated that the device was not in use at the time of the damage. The bme ultimately did not place the part order for the replacement ui assembly as the hospital decided to replace the device and not have any repairs performed. The ventilator has not been repaired and was removed from service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.